Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device of this implanted system was removed due to ongoing intense pain, at the implant site location; the associated electrode was surgically abandoned. No reported observations of site infection and system removal was noted against the physicians recommendations. No replacement reported and no return of product is expected.